Event description:
The report received from the (B)(4) study indicated that the patient was included in the study and had a cypher 3.5 x 18 mm stent successfully implanted in the proximal circumflex during the study index procedure. The report indicated that the patient had a re-pci done approximately three and one-half months after the index procedure due to complaints of angina or anginal equivalent. The patient was found to have a high grade stenosis in the proximal circumflex/distal left main. The stenosis was treated by percutaneous transluminal balloon angioplasty (ptca). The event was reported to be not related to the study device/procedure/drug.

Manufacturer narrative:
The target lesion for the index procedure was the proximal circumflex. The lesion was reported to be: de novo, a 90% stenosis, 3.5 mm vessel diameter, proximal, 15 mm length, not tortuous/calcified, a bifurcation lesion, and type c. The lesion was pre-dilated with a 3.0 x 10 mm balloon catheter at 10 atm. A cypher 3.5 x 18 mm stent was implanted at 18 atm. The lesion was post-dilated with a 3.0 x 10 mm balloon catheter at 10 atm. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged the day after the procedure. The device remains implanted in the patient and is not available for inspection. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
A (B)(6) female patient from the (B)(4) study experienced restenosis approximately three months post implantation of a cypher stent. Past medical history that may have increased her risk for mace includes previous pci - (B)(6) 2002; previous CABG; family history of coronary artery disease (cad); positive functional test for ischemia; hyperlipidemia; hypertension; obesity; depression; dislipidemia; arthritis; and gerd. The patient had a cypher 3.5 x 18 mm stent successfully implanted in the proximal circumflex during the study index procedure. The lesion was described as type c with 90% stenosis, bifurcated, 15 mm in length in a 3.5mm vessel diameter. Ck-mb and troponin levels were elevated post-procedure. The patient was discharged in stable condition. The report indicated that the patient had a re-pci approximately three and one-half months after the index procedure due to complaints of angina or anginal equivalent. The patient was found to have a high grade stenosis of the proximal portion of the circumflex and the distal left main. The stenosis was treated by percutaneous transluminal balloon angioplasty (ptca) and the event resolved. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Based on the information provided, progression of the patient's aggressive cardiovascular disease may have contributed to this event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.